Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920. This event will be reported under MFR 0002648920 - 2023 - 00289.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, patient is allegedly experiencing pain, difficulty walking, losing blood and is severely anemic. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02179, 0001822565 - 2023 - 02180, 0001822565 - 2023 - 02181. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.